Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and the outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant. The analyst noted the outer insulation was breached. (B)(4).

Event description:
It was reported that during an attempted implant, the lead exhibited non-capture and inadequate parameters. The lead was removed and replaced. No patient complications have been reported as a result of this event.